Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was giving inaccurate high control readings. The following complaint was classified based on information obtained from the customer service representative (csr). It¿s not known when the patient first observed the reported meter issue. At an unspecified date/time, the patient reportedly obtained a control reading in the "200's" with the subject meter and the control range on the subject vial of test strips is "106-141mg/dl". The patient denied developing any symptoms or receiving any treatment as a result of the alleged meter issue. During troubleshooting, the csr noted the patient no longer has the control solution she was using at the time the alleged issue occurred; the patient reportedly had discarded the control solution vial and did not have another vial of control solution available. The csr verified the subject meter was sent to the correct unit of measurement and that the patient used the proper testing procedure (per owner's booklet recommendation). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient did not suffer from any serious injuries and did not receive any form of medical intervention.